Manufacturer narrative:
Quality assurance analysis of the returned device revealed the unit was returned in two separate pieces. The proximal portion of the guiding catheter had a bend kink and a tortional kink. The guiding catheter was flattened where the separation occurred. Several bend/kinks were noted on the distal portion of the guiding catheter. Quality engineering concluded the appearance of the guiding catheter was not consistent with a sudden or brittle fracture. Additional manipulation of the guiding catheter took place after the initial kink occurred. This additional manipulation continued until the guiding catheter completely separated. The report did not indicate the tip was rotating or dampened pressure was experienced during clinical use of the guiding catheter. If either had occurred, it may have signaled the user that a kink had occurred. The root cause of the failure was due to overload by the user applying additional turns to the device, after the original kink occurred. As part of the quality control process all viking catheters are visually and dimensionally inspected prior to packaging. A review of the mfg device records did not reveal any non-conformance issues. No corrective action is warranted. This MDR is considered closed by the quality assurance department.